Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Investigation summary: review of the device history record for (B)(4), lot number 63494812, identified no relevant deviations or anomalies. Product examination found that there was leakage of the batteries inside the battery pack. This caused corrosion of the battery contacts which caused the unit to fail. This complaint is confirmed. The root cause of the reported event is that there was a battery leak inside the battery pack. It cannot be determined how the battery leak occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that before surgery, the device was tested but it did not work because power was not transmitted to the device. Surgery was completed with another device with no delay. There was no harm or injury to the patient or the operator. Investigation revealed that there was battery leakage and corrosion. No adverse events have been reported as a result of this malfunction.